Event description:
The event is reported as: complaint alleges:" the metal pin of the device became loose and was about to come out after it was used in one operation." No reported pt injury.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.